Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the supply bag came disconnected from the supply line. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Additional information: during a follow up the home patient's (hp) son stated that the hp discontinued peritoneal dialysis therapy and started on hemo dialysis therapy. During further follow up the hp's nurse stated that the hp had no patient injury or medical intervention associated with this report. The nurse stated that the patient got his peritoneal dialysis catheter removed on (B)(6) 2011.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1. The home patient (hp) stated that the supply bag came disconnected from the supply line. The supply bag did not fall from the side table where placed and the hp is unsure how the disconnection happened. The technical service representative (tsr) explained the alarm and assisted in troubleshooting. The tsr advised the hp to inform the peritoneal dialysis nurse the next business day of the alarm. The hp would finish with manual supplies. No patient injury or medical intervention was indicated at the time of the initial report.